Event description:
Related manufacturer report number: 2017865-2023-42911. It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited a drop in sensing and high capture thresholds. The ra and rv lead were explanted. The ra port was plugged, and a helix extension issue was observed on the rv lead during the procedure so it was replaced. The patient was stable before, during and after the procedure.